Manufacturer narrative:
Results- interference between lower lift arm and frame of bed.

Event description:
It was reported by service report that the scale and bed exit were not working properly. No patient involvement or adverse consequences are reported.